Event description:
Staff member has a boston scientific pace-maker. Staff member spoke to boston scientific and it was recommended that she get her pacer interrogated since the vocera was tested with a medtronic pace-maker. The staff member had her pacer interrogated while the vocera was in use. Her cardiologist recommended that she not wear the vocera around her neck or abdomen based on those test results. Vocera badge, model: b3000. Vocera communications, inc. (B)(4).